Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. No other reports were found against the acetabular cup. A search of the complaints databases and/or a review of the remaining device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Maude report states 5064468 : "metal on metal depuy pinnacle right replacement hip implanted on (B) (6) due to osteoarthritis. I experienced a period of relief, followed by increasing rowin pain and discomfort in a (B)(6) of 2015. X-rays ad MRI revealed anterior fluid collection. Labs in (B)(6) of 2016 revealed increased chromium and cobalt levels. All other treatement modalities were exhausted and decision was made to proceed with right hip modular exhange, which occurred on (B)(6) 2016."